Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose level of 46 mg/dl. Reportedly, the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.